Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/28/2019. The service engineer se inspected the device and replaced the exhalation flow sensor.

Event description:
It was reported that the ventilator failed extended self test (est) generating a oxygen flow out of range error code. There was no patient involvement.